Event description:
It was reported that prior to the start of a da vinci-assisted hemicolectomy right surgical procedure, the clinical territory associate (cta) informed the technical support engineer (tse) the surgeon side cart (ssc) was not connecting again. The cta stated that the customer attempted to reseat the blue fiber cable ad restart, but the ssc was not wanting to connect. The customer informed the cta that they were in the process of setting up for a case today but will move it over to their xi system. The tse asked the cta if anything was mentioned about a power outage. Cta stated that the weekend staff did not mention anything about a loss of power. The tse was able to view logs in lighthouse and noticed a single 32321 error for a partial linkup signal failed to sync with the other side. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the card cage to resolve the issue. System was tested and verified as ready for use. The unit was installed on a known-good eft system and powered on to normal mode. The system could not boot up completely, and the blue led kept blinking on the console. The ccc from the unit was installed into the test bench and powered on with a power supply. The unit was connected to a pc, and the tegra module was identified as visible. This unit is confirmed to be bricked. Customer reported issue.